Event description:
It was reported that the trailing haptic was broken. Issue was noted during implantation of a 3 piece intraocular lens (iol) into the patient's right eye. Iol lens was removed from the eye and patient was left aphakic. Incision was enlarged, vitrectomy was required, sutures were required, and medication was prescribed. There was a 40 minute delay in procedure. Patient status had been indicated as temporarily impaired. Vision pre-operative: 6/60 and vision post-operative: 6/18 +10. No further information provided.

Manufacturer narrative:
Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter telephone number: (B)(6). The device was not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts were made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: the surgeon provided information that vitrectomy that was required was not due to iol explant. The sutures during the explant were for incision enlargement. The medication prescribed were part of post surgery recovery standard of care medications. Patient has no other symptoms. No further information provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.